Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp) with lithotripsy, as the users attempted to crush a large stone, the lithocrush basket broke. The users reportedly cut the basket wires and attempted to employ an emergency handle; however, the wire reportedly broke and were too short to reattach to the emergency handle. The users stated that the remaining wires were advanced into the pt's stomach, and the pt was referred to surgery. The following day, the pt reportedly underwent a second ercp. The physician was said to have used an unk model of balloon to successfully extract the basket. There was no pt injury reported, and the pt was discharged the same day.

Manufacturer narrative:
Multiple attempts were made by phone and in writing to obtain add'l detailed info from the user facility regarding this report, with only limited info received to date. The subject device referenced in this report was not returned to olympus for eval. The cause of the user's experience cannot be conclusively determined at this time, but user error could not be excluded as a contributory factor. If the device is received at a later date, of if further significant add'l info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.